Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system (date of procedure unknown).according to the complainant, the patient experienced injuries (specifics unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.